Event description:
Customer's daughter in-law reported customer didn't calibrate her freestyle meter properly. Customer's daughter in-law also reported customer experienced symptoms of sweatiness and loss of consciousness. Customer was taken to the hospital. The diagnosis and treatment at the hospital is unk, an investigation into the details of this event is in process. Additionally, adc customer service educated them how to properly set the meter up.

Manufacturer narrative:
This is an initial report. The customer's product has been returned and an investigation is in process. A final report will be submitted when the investigation is completed.